Event description:
Procedure: urological/gynecological. According to the reporter: reportedly, the pt underwent surgery for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury and has undergone corrective surgery. According to the pt's progress notes for the surgery performed on (B)(6), 2008, preoperative and postoperative diagnoses included recurrent enterocele, and the procedure performed included laparoscopy, right salpingectomy, abdominal sacrocolpopexy, and cystoscopy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.